Event description:
It was reported that the device exhibited premature eol. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal overall longevity estimations. However, rapid depletion from eri to eos was observed. The device function was normal when tested on the bench. Therefore, rapid depletion from eri to eos could not be determined. Determined.